Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of the egms, undersensing events were observed. The patient received an appropriate shock for a ventricular fibrillation episode and the undersensing did not significantly delay the delivery of the therapy. Programming changes were recommended. No further information is available.